Event description:
It was reported the cartridge was leaking from the septum. Reportedly, customer used over 300 units of insulin to fill cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received, a supplemental form will be completed. Per tandem's user guide, "the maximum cartridge fill amount is 300 units. Do not overfill or 'top off' when filling the cartridge as the add'l amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge."